Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. Visual analysis noted electrical testing did not find any indication of conductor fractures but did find an internal short near the middle region of the lead. Further analysis noted an abrasion between the ring electrode cables and inner lumen was noted with an abraded ptfe liner. The cause of the reported event was due to the abraded ring electrode cable coating and ptfe liner.